Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) (air in set) that occurred during dwell 3 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) alarm during dwell 3 on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The technical service representative (tsr) explained the alarm. There were no obvious signs of an air leak on any of the bags and any unused clamps were closed. The tsr had hp close all clamps including the patient line clamp and cycle power to clear alarm. The hp was advised to do a manual exchange to finish therapy and contact his nurse for any clinical advice. The cause of the alarm was undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.